Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 07/11/2016, the reporter contacted animas, alleging a call service alarm 069 alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: a call service (cs) 069 alarm was reproduced. The pump was unable to recover from the cs69 after reboot; the remaining steps were unable to be completed. The cs 069 failure was written as cs 087 failure in the black box. A component failure was found on the printed circuit board. Unrelated to the complaint, a battery compartment crack was observed below the bumper traveling toward the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.